Manufacturer narrative:
Philips service performed a cold restart to resolve the ip pc initialization issue and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that calibration failed during startup due to ip pcs not being operational on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.